Event description:
Boston scientific received information from a product experience report form that this patient's implanted system was removed on (B)(6) 2014 due to infection and erosion.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.